Event description:
It was reported that the draeger ics central station configured for telemetry displayed ECG waveform, but no ECG hr numerics for bed. There was no patient injury reported.

Manufacturer narrative:
We are currently investigating this reported incident. We will submit a follow up report as soon as our investigation is complete.